Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve (subject device) and mitral valve, implanted for nine (9) years and nine (9) months, underwent a double valve-in-valve procedure due to severe stenosis of both valves. A tavr and tmvr were successfully performed with edwards transcatheter valves. There were no complications and there was no perivalvular leak of either valves. She tolerated the procedure well and recovered in the ICU. She was started on coumadin anticoagulation for atrial fibrillation and valve protection. She remained very tenuous in the ICU for several days while her vasopressive medications were titrated and her fluid overload was corrected. She had an episode of hematochezia and required blood transfusion. This was discussed with the gi team and she was conservatively managed with no further episodes of gi bleeding. She was stable to be transferred out of the ICU on pod #8. Hemodialysis was also started on pod #10. The patient was deemed stable to be discharged to a snf on pod #14.